Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.187" x 0.672" and a smaller piece measuring 0.105" x 0.285" were found to be broken off. Both broken pieces were returned with the instrument. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have a broken conductor wire at the distal tip, as a result of the broken grip at the grip base. The instrument failed the electrical continuity test. Upon visual inspection, the instrument was also found to have thermal damage on the grip tips. Thermal damage was found on the attached grip and not on the broken grip with broken conductor wire. A review of the instrument log for the force bipolar (pn: 470405-06, lot #: t10200106 0042) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the second use of the instrument out of ten uses.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a fragment from force bipolar instrument fell into the patient. The patient had to be under anesthesia longer than expected in order to retrieve the broken fragment. The procedure was delayed for less than 15 minutes. The fragment was retrieved during the same procedure. Isi followed up with the initial reporter and obtained additional information: the right jaws of the force bipolar instrument broken off and fell into the patient. The fragment was retrieved by re-docking the system and looking back inside the pelvis to find the missing piece. All fragments were retrieved. Fluoroscopy was used to identify the location of broken piece. The surgeon did not experience any issues with the instrument during the case. At near the end of the procedure, when the surgeon was about to use the instrument to help bag the specimen, the jaws of the instrument were noted be bent/misaligned/broken. The instrument was removed from the patient. The instrument was used for 2.5-3 hours. There was no instrument collisions. The surgeon stated the right jaw of the instrument fell off when removing the instrument from the patient immediately after seeing that it was bent. No video recording of the procedure available. The patient did not experience no post-surgical complications.